Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and capsular contracture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced ¿encapsulation, pain and inflammation¿. Later it was reported "retroglandular implants with some folds, with little fluid on the left." The device remains implanted.